Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced the power management board, pcb and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and there was no adverse event reported.